Event description:
Additional information was received from the patient. Caller reports she have not used or charged her implant for about 3+ years. Caller reports she charged her controller, but when she attempted to charge her implant, its not recognizing her implant. Caller will call back for further assistance. Patient called back stating that they will have an MRI and they need the implant charged. Patient mentioned that the device is having trouble looking for the device. Agent asked patient to unlock controller screen and they saw no device found message. Agent walked the patient through passive recharge mode and patient confirmed they are recharging in excellent quality, controller battery at 70%. Agent reviewed MRI mode settings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was that they hadn't been using the device for the last two or three years and now they were needing to have a MRI. Pt said that they were told that they needed to charge the devices. Pt hadn't yet charged the controller, so agent reviewed charging the controller and ins with the pt. Pt said that they would work on charging the devices and call ps back if needed. Agent asked the patient for the reason of why they stopped using the device. Patient stated that the device wasn't working and that they had help with having the device reset, however the stimulation was turned up so high that they couldn't bear to use the device. Patient said that they moved since then and that they might have their new pain center reset the device, however right now they just needed to get through the MRI so that they could see where they were at.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that their device was turned up to try to alleviate their pain, but it did not help. Pt reported the device was no longer in use. The issue has not resolved.

Event description:
On 2025-jul-01 a patient's response to a request for additional information was received. The pt reported that the device was not relieving their pain unless it was turned up, but when it is turned up the vibration would bother them too much. No further information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.